Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi70002000, serial #: (B)(6), ubd: unknown, UDI#: unknown product ID: bi71000901, ubd: unknown, UDI#: unknown product ID: bi71000542, ubd: unknown, UDI#: unknown. H2: see correction in section a1 h3: a manufacturer representative went to the site to test the imaging system. It was reported that the x-ray tube was replaced and the system performed as intended. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a manufacturer representative went to the site to test the imaging system. It was reported that there was a confirmed mechanical failure, the system would not boot up into 2d, the generator was not ready. Unspecified hardware parts were replaced. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. (B)(6) was coded for the system would not expose. (B)(6) was coded for the system was not passing initialization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not passing initialization and would not expose. There was no patient involvement.

Manufacturer narrative:
H3: the hv tube (product ID: kit svc bi71000901 tube x-ray a132 fsp, serial/lot:(B)(6)) was returned to the manufacturer for analysis. Analysis found that there was an electrical component failure. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: code c07 applies to the system (product ID: base sys bi70002000 o-arm sys o2, serial/lot: (B)(6)), and to the oil/washer (product ID: kit svc o2 bi71000542 oil and washer, serial/lot: unknown). Code 02 applies to the hv tube (product ID: kit svc bi71000901 tube x-ray a132 fsp, serial/lot: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.